Event description:
It was reported that on (B)(6) 2022, the nurse changed the urinary catheter for the patient and found that the urine was leaking. Also wanted to withdraw the water from the balloon and to re-inject it, but the fluid could not be drawn out, so the catheter could not be removed and the urine continued to leak. The patient was unable to turn over due to disturbance of consciousness, which led to incontinence dermatitis. Consultation with the department of urology, color doppler ultrasound was performed and to remove the urinary catheter under cystoscopy with general anesthesia. No medical intervention was provided. Per additional information via email from ibc on 19jan2023,the catheter could not be removed and the urine continued to leak, led to the patient got dermatitis.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be poor balloon shape. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6) 2022, the nurse changed the urinary catheter for the patient and found that the urine was leaking. Also wanted to withdraw the water from the balloon and to re-inject it, but the fluid could not be drawn out, so the catheter could not be removed and the urine continued to leak. The patient was unable to turn over due to disturbance of consciousness, which led to incontinence dermatitis. Consultation with the department of urology, color doppler ultrasound was performed and to remove the urinary catheter under cystoscopy with general anesthesia. No medical intervention was provided.